Event description:
Information was received from a patient regarding an external device. . The reason for call was patient stated the controller was not working at all. Patient stated the screen was all white and wouldn't come on. Pt said that they reset the controller and charged the controller, however the issue was not resolved. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light solid green. Pt was unable to unlock the controller. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6) ); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97745nt, serial# (B)(6), product type: programmer was returned for analysis. Analysis found main board was corroded/liquid damage causing charging /connection issues. Case front was observed to be corroded. Lcd, main board was replaced due to corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in stating their equipment isn't working. Patient initially stated they were seeing the batteries low message saying to replace the batteries. Patient then confirmed the controller screen was going white causing them to have to reset the controller and try again. During the call patient's ins was depleted/red then encountered no device found. Patient stated when they go to recharge the stimulator the controller gets stuck on checking the recharger often for a long time. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.